Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was 450 mg/dl. She had just changed her set for the high blood glucose and stated she would wait two hours to see if it would go down before troubleshooting, if necessary. Nothing further reported.